Manufacturer narrative:
Evaluation summary. Post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during an open right middle lobectomy. While firing over very thick lung parenchyma tissue, the handle cracked on the third squeeze of the handle. The staples were formed properly. A new handle was used and another reload was fired, but the handle cracked again on the second or third squeeze. With both firings, the staple line was finished completely and appeared intact. No patient injury or extension in surgical time. Patient status is alive, no injury.